Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where territory manager reported an unsuccessful sensor removal attempt on (B)(6) 2025 at 11:00 am cst. The sensor was located on the left upper arm. It was confirmed that an incision was made in an attempt to remove the sensor.at the time of the report, the user was doing well with no additional concerns noted.per dms, the user is currently using the system with a new sensor and is receiving up-to-date information.